Manufacturer narrative:
The complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
New etq record created in order to update etq (legacy system) complaint number wpc (B)(4). Reason for original complaint. -litigation papers allege need for additional surgery, excessive levels of cobalt and chromium in serum blood, and past and future pain and suffering. Doi: (B)(6) 2009 - dor: none reported (right hip). Patient is a resident of (B)(6). Update: (B)(4) 2012- amended litigation papers received. Litigation originally filed that the patient was implanted with asr; however, they are know alleging that the patient was implanted with pinnacle. Product(s) will be updated accordingly. Update - (B)(4) 2012 - report received from sales rep indicates the patient was revised (B)(6) 2012 due to elevated levels. Update: (B)(4) 2013 - pfs was received from legal, medical records were received from legal, and part/lot information was identified. Records are available for further review. Update: (B)(4) 2013 - upon medical record review by a medical professional, a calcar crack was discovered. A stem has now been reported. There is no new additional information that would affect the existing MDR decision.

Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaint database found no additional related reports for the reported part and lot code combinations. Medical records were received and reviewed. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4).